Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Brachytherapy was performed in the same procedure. On (B)(6) 2021, magnetic resonance imaging (MRI) was performed for treatment planning before the external irradiation, it was found out that spaceoar partially flowed into the anterior wall of the rectum. There were no patient complications reported as a result of this event. The patient will continue with external irradiation.